Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water did not withdraw once the user attempted to deflate the balloon during a pretest. The catheter was not used.

Manufacturer narrative:
The reported event was unconfirmed. Received only the catheter for evaluation. The exterior of the sample was visually inspected and did not find any evidence of a failure that would support the reported event. Using a lab syringe, the balloon was inflated with 10ml of water using normal fill technique and the balloon deflated without difficulty in 12 sec and 6 sec. The inflation funnel did not balloon out during inflation. The balloon was then deflated and re-inflated with quick fill technique and the balloon inflated and deflated without difficulty. The inflation funnel did not balloon out during inflation. The sample was dissected and did not find anything to contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that water did not withdraw once the user attempted to deflate the balloon during a pretest. The catheter was not used.